Event description:
The customer reported a leak from pinch valve (pv37) tubing of a coulter lh 500 hematology analyzer. The volume of the leak was less than 1 ml and was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
According to beckman coulter (bec) customer technical support (cts), the customer would replace tubing at pv37 and would report back if needed. As of (B)(4) 2015, the customer has not contacted cts regarding this event. Bec field service was not dispatched to the site. (B)(4).